Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient is pacemaker dependent and experienced dizziness. The device was reprogrammed in the interim and the patient was hospitalized. The rv lead was explanted and replaced to resolve event. The patient was stable.